Event description:
On (B)(6) 2015 lay user/ patient wife contacted lifescan (lfs) and alleged their onetouch verio iq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) listening back to the voice recording and/or call recording. The cca was advised by the patient that at on (B)(6) 2015 at an unknown time. The patient alleged obtaining an inaccurate result of "157mg/dl" with the subject meter and after an hours exercise (walk) alleged obtaining an inaccurate results of "175mg/dl" with the subject meter. It unknown if the results would/would not meet lifescan's accuracy criteria as the comparison is against their feelings and/or normal readings. The patient confirmed that he did make changes to his usual diabetes management regimen in response to the alleged product issue; the patient alleged increasing his nightly insulin from 20 to 22 units on (B)(6) 2015, prior to this he confirmed there was no change. The patient claims he developed symptoms of "dizzy and sweaty" a few hours after the product issue on (B)(6) 2015, but did not take any action until (B)(6) 2015. The patient confirmed taking food and/or drink after his blood sugar dropped to "50mg/dl" on an unspecified date/time. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct sample site was used, the vial was not cracked or broken, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The cca was able to walk through a control solution retest and the test passed. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Follow up #1: this supplemental has been submitted as the returned product information was omitted from the initial 3500a. The test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. (B)(4).

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. This supplemental is being sent to correct information that was submitted previously within the narrative of corrections in follow up #1. It was reported that analysis had not been carried out on the test strips but it should have stated the following: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.